Manufacturer narrative:
Product analysis: the product has not been returned; therefore, no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that approximately 10 months after the implant of this transcatheter bioprosthetic valve the patient experienced progressive shortness of breath, two bouts of worsened congestive heart failure that required hospitalization occurred. An out-patient transesophageal echocardiogram (tee) was ordered and one year and five days after the implant of this transcatheter bioprosthetic valve, moderate unspecified aortic regurgitation was reported. Fifteen days later the tee identified severe paravalvular leak (pvl). One year, one month and sixteen days following the implant of the valve, the transcatheter valve was removed and a surgical valve was implanted. It was reported that there was a "bend" in the valve. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received which indicated that the discharge echocardiogram at the time of implant, noted a gradient of 5.8 millimeters of mercury (mmhg) and moderate paravalvular leak (pvl). Eleven months and fifteen days post valve implant worsening congestive heart failure (chf) occurred. No additional adverse patient effects were reported. Conclusion: further investigation of an additional pathology report noted a thrombus, tan brown on the base mid region, of an aortic leaflet surface, was observed. Of note, a number of factors can affect the creation of thrombus, including medications, peri-procedural injury, and pre-existing patient conditions, and its presence and rate of formation is largely dependent on patient condition. Further, the thrombus does not indicate device misuse. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information reported that following the implant of the valve, a ¿small¿ pvl required a post-implant balloon aortic valvuloplasty (bav). A 28-millimeter (mm) balloon (true balloon) was used for the bav and was inflated twice. No additional adverse patient effects were reported. Upon receipt at medtronic's quality laboratory, the valve was received submerged in clear 0.2% glutaraldehyde solution. Both inflow and outflow aspects appeared oval shaped. Circumferential tan-white pannus was attached to the outflow frame and a slight curvature of the valve, which likely resulted from the implant position, was observed. Leaflet 1 (l1) and leaflet 3 (l3) appeared to be in the closed position with a gap between their respective coaptive ridges. Leaflet 2 (l2) was opened towards the frame wall. The leaflets were tan-brown, slightly stiff but flexible. A tear which measured approximately 14 millimeters (mm) on l1 from commissure 2 (com 2) onto approximately one-third of the leaflet circumference adjacent to the margin of attachment was noted. There appeared to be a separation of tissue fibers, indicative of tissue thinning, adjacent to the tear. The leaflet tissue appeared textured and frayed along the tear. Tissue remnants of l1, extending approximately 2mm, remained attached along the outflow margin of attachment; partially encapsulated by glistening off-white pannus. There was a remnant of l1 tissue attached to the inferior coaptive junction of com 2. A layer of pannus encapsulated commissure 1 (com 1), as a result the condition could not be assessed. An l1 tear on the inferior coaptive junction of com 2 was present and commissure 3 (com 3) appeared intact. In regards to the host tissue, from the inflow aspect, glistening off-white pannus was observed on the inflow crown tips which extended to the luminal surface up to inflow margin of attachment. This type of pannus lined the abluminal surface of the skirt. From the outflow view, there was circumferential tan-white pannus attached to the outflow frame with multi-focal segments of calcified pannus observed attached to the frame. A thin layer of off-white pannus lined the margins of attachments of all leaflets which extended onto the belly of l3 and, to a lesser extent, l1. It was unknown the amount of pannus that might have been removed during explant. Radiography revealed calcification on the skirt and l2. Conclusion: a review of the device history review (DHR) and frame record for this device found it was built to specification and met all inspection and acceptance criteria. No issues were noted that would have impacted this event. Although a conclusive root cause of the mineralization and pannus could not be determined, these were known failure modes for heart valves, and were most likely a patient related condition. It is unknown if the oval shape of the valve occurred as a result of the valve being explanted, however, review of the frame record showed the valve had met release criteria at the time of manufacture. Paravalvular leak can be caused by a variety of factors, including valve positioning, patient anatomy, or presence of pre-existing patient conditions, and a conclusive cause could not be determined from the information available. It is unknown if this leaflet tear observed in analysis, may have played a role in the reported regurgitation and pvl. The indications for use (IFU) for the evolutr indicated for patient safety, valve size and patient anatomy must be considered when selecting size of the balloon used for dilatation. The balloon size chosen for dilatation should not exceed the diameter of the native aortic annulus or, for surgical bioprosthetic valves, the manufacturer¿s labeled inner diameter. Based on the reported information, preliminary assessments of the cause(s) of the leaflet damage noted on the returned valve, suggest that a post valve deployment intervention was possibly among the factors that lead to the damage of the leaflet. However, without review of echo/cine/angio files for this case, and without knowing the actual inflation pressures of the post implant bav, an assignable root cause leading to the leaflet tear and subsequent regurgitation/pvl could not be conclusively determined. This event did not indicate device misuse. If information is provided in the future, a supplemental report will be issued.